Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/12/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the unresponsive keypad buttons was not able to be duplicated. During testing, all keypad buttons were responsive. The keypad cover was removed and no evidence of contamination was found under any of the key contacts. During evaluation, no moisture corrosion was observed in the battery compartment. A display lens leak was found during testing. The pump cover was removed and moisture corrosion was visible on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive. The reporter noted evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.